Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery, causing it to tear. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath was used successfully to perform a superficial femoral artery (sfa) peripheral intervention. When finishing the procedure and removing the sheath from the patient's femoral artery there was resistance and the sheath ended up splitting in two. The physician was able to remove both pieces with no harm to the patient. The patient was stable and doing fine with no complications. The procedure outcome was successful. Additional information was received on 16jun2023: the anatomy was not very tortuous; however, they did get resistance. The physician was able to remove the pieces without surgical intervention. The location of the split on the destination was 10 cm proximal of the sheath.